Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein arch. A 6.00mm/90cm 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured before reaching the nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Date of event corrected.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein arch. A 6.00mm/90cm 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured before reaching the nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay.